Manufacturer narrative:
Correction to g2, health professional was inadvertently selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "inadequate reprocessing of endoscopes and endo therapy accessories can lead to infection of the patient or operator who comes in contact with them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the reprocessing questionnaire. The device was stored at room temperature after the event occurred. The device underwent reprocessing in addition to the immediate reprocessing after the procedure. There was no delay to the start of pre-cleaning. Water was aspirated through the instrument/ suction channel with a suction pump. The forceps elevator was raised and lowered three times in water during aspiration. The air/water channel was flushed with water and air by using mh-948 cleaning adapter. Manual cleaning was performed within an hour after the procedure. The device passed the leak test. The forceps elevator was brushed and operated in a detergent solution. The detergent used for the automated endoscope reprocessor was endocleanse and the disinfectant used was disopa. All channels were connected with tubes when the endoscope was setting up into the automated reprocessor. The disinfection solution was within the expiry date and the disinfection solution met all the minimum effective concentration. The filter was replaced within the specified period. There was no abnormalities with the rinse water treatment. The specimen was collected after storage. Endoscope was last reprocessed on (B)(6) 2023. The device was not returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera duodenovideoscope tested positive for an unexpected contamination. The culture test indicated presence of mycobacterium. The sampling point was forceps mouth. The cleaning, disinfection and sterilization (cds) was performed using a non-olympus washing machine. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.